Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at with a high blood glucose level of 20 mg/dl. The customer stated that their spouse told the customer that they had operating their insulin pump before the low blood glucose incident occurred. The customer does not remember what changes they did to their insulin pump if they made any changes at all. The customer mentioned that they were hospitalized four to five times in 2010 and called the paramedics three to four times for assistance. The customer did not return the product back for analysis.